Event description:
A hospital in (B)(6) reported that the pressure fluctuates when the rd900 neopuff infant resuscitator maximum pressure valve is touched. It was reported that the neopuff may have been dropped. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned neopuff was tested for functionality. Results: the manometer was reading pressures lower than the actual system pressure. A lot check revealed (B)(4) other complaint of this nature (manometer) for lot number 070711. The pressure increased inconsistently as the valves were rotated. A lot check revealed no other complaints of this nature (valve) for lot number 070711. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly and advises the user to carry out a performance check and recalibration of the device should it be subjected to an impact. In addition, the user instructions require that the neopuff be tested by qualified personnel or an authorized fisher & paykel healthcare representative prior to each use to ensure functionality. Fisher & paykel healthcare has provided the customer with a new neopuff device.

Event description:
A hospital in (B)(6) reported that the pressure fluctuates when the rd900 neopuff infant resuscitator maximum pressure valve is touched. It was reported that the neopuff may have been dropped. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has recently been returned to fisher & paykel healthcare's regional office and service center in (B)(4). We will provide a follow-up report upon completion of our investigation.